Manufacturer narrative:
The product was returned on 2024-02-19. The investigation of the product was completed on 2024-03-11. The most probable root cause is the defect of the flow sensors (bond wire tear) which results in safe state of the insufflator. According to the device history, the device was manufactured on 2021-04-27 and released to stock by final inspection on 2021-05-04. Preventive maintenance was carried out in december 2021 and december 2022. The recommended maintenance interval was followed. By reviewing the complaint history, a design related failure can be ruled out as no cumulation of the issue can be seen. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient suffered from bradycardia due to the pressure problem. The hospitalization was prolonged.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).